Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system (x4). The clip delivery system device referenced is being filed under a separate medwatch MFR number. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the steerable guiding catheter (sgc) was removed, an atrial septal defect was observed and was treated with an occluder. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. The second clip delivery system (cds (B)(4)) was advanced to the mitral valve leaflets and deployed; however, after deployment, the clip completely detached from both leaflets and remained stable in the left ventricle. Two additional clips were implanted. The mr was reduced to 2-3 with 4 implanted mitraclips. After the steerable guiding catheter was removed, an atrial septal defect was observed; therefore, a septal occluder was implanted for successful treatment of the shunt. The patient was confirmed to be clinically stable post-procedure, and remained hospitalized, being hemolyzed for other issues. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction or adverse patient effect associated with the steerable guiding catheter. Therefore, it was confirmed there was no relationship between the reported event and the steerable guide catheter in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
Subsequent to the initial medwatch report filed, the following information was provided: during the procedure, an atrial septal defect (asd-septal occluder) plug was implanted on the mitral valve in the a1/p1 location to treat mitral regurgitation, not on the septum for atrial septal defect/shunt as initially reported. No additional information was provided.